Manufacturer narrative:
Continuation of d10: product type recharger product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed broken connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they are not able to charge the implantable neurostimulator (ins) because the recharger is not working and the ins is completely dead. Patient stated they are not getting error message. Patient service (ps) asked patient to inspect the recharger (rtm) for visible damage and patient said there is no visible damage on the recharger. Ps asked patient to connect the rtm to the controller and start charging. Patient stated controller shows recharge the ins and controller 100% charged. The controller is not recognizing the rtm being plugged into the controller. The issue was not resolved. An email was sent to the repair department to replace the rtm device. Pt called back from number registered reporting they had received the replacement recharging antenna (rtm). Pt described when they began to use device at first the controller did not seem to recognize the rtm was connected. Pt then stated batteries low- replace the controller b atteries soon message then displayed. Pt began to explain they were having an issue with the controller a couple of weeks ago. Pt mentioned they noticed a couple of weeks ago their remote would not turn on at all and there is rattling heard inside. Pt added that two screws inside battery compartment had come undone so they screwed them back in. No other damage was detected. Pt stated they had seen 'batteries low- replace the controller batteries soon' message today when trying to recharge ins w/ recently replaced rtm.